Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced motor error alarm, damaged battery cap, off no power anomaly and blank display. The customer's blood glucose reading was 184 mg/dl. The customer stated that he gave himself a bolus in the middle of the night and the pump alarmed motor error, the off no power. The customer was not able to troubleshoot for motor error. The insulin pump was not returned for analysis.